Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 july 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts resulting in early sensor removal.

Manufacturer narrative:
The user reported being unable to establish connection between sensor and transmitter, which was confirmed by the territory manager (tm) during an in-person troubleshooting session. They briefly obtained an excellent signal for a few seconds before it was lost again, and the issue was not resolved even after replacing the transmitter. An RMA was authorized for the return of the sensor for further investigation; the sensor was received along with the replacement transmitter. The investigation found that the transmitter passed all functional tests with no issues identified. When the sensor was placed approximately 12 mm from the transmitter, an excellent but unstable signal was detected by the app, and an intermittent excellent yet unstable signal was also observed when the sensor was held directly against the transmitter. The sensor could not be read during the in-house testing, indicating a communication problem potentially due to an issue with an internal electronic component of the sensor. A replacement sensor and transmitter were provided to the user as part of the resolution. B4. Date of this report 08 oct 2025. G3. Date received by the manufacturer? 08 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.